Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the attachment is "overheating". The device was not being used during surgery. It was reported that there was no injury related to this event. There was no add'l info provided.